Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler, with its reload, was able to fire but the staple formation was poor and broken.